Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of damaged connectors, both output connectors were broken. It was additionally noted that the lower case was contaminated, the hanger broken and four plugs and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and ventricular connectors for the external pulse generator were damaged. The generator was returned for service. There was no patient involvement.